Event description:
The patient felt like their blood glucose was low and they used the suspect device to check their glucose. Pt obtained a result of 179 mg/dl. Fifteen minutes later pt performed a repeat test and the result was 206 mg/dl. Pt called their doctor and while on the telephone pt passed out. The doctor called 911. Emergency medical technicians arrived and checked pt's glucose at 49 mg/dl. Pt was treated with a glucose IV, given orange juice and cereal. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.